Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. The device had been implanted for over nine years. However, the patient experienced ventricular tachycardia and required external resuscitation. Upon interrogation, the voltage was 2.09v. The device was found to have reached end of life (eol) and storage mode after four and a half years of implant per printout. The elective replacement indicator (eri) had been declared six months earlier. There was a review of a recent vt episode and inquiry as to how the device could store episodes if indeed in storage. Technical services discussed issue, advised a save to disk and returning the explanted device for analysis.

Manufacturer narrative:
The device was explanted. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis verified that the device is at eol/bex and in storage mode due to low battery voltage. Examination of the device memory revealed that the last episode stored in memory was on (B)(6) 2011 at 08:27 and that the device declared bex and went into storage mode on that same day but at 10:17. The device would not declare or store any further episodes as it was in storage mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.